Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration: yes') and surgical procedure repeated ('repeat/multiple surgeries') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery? Repeat/multiple surgeries". Medical conditions: essure confirmation test on (B)(6) 2012, result: bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), surgical procedure repeated (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and endometriosis ("endometriosis"). The patient was treated with surgery (salpingectomy (bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, surgical procedure repeated and endometriosis outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and surgical procedure repeated to be related to essure. The reporter commented: as per pfs on 24-aug-2015 other surgery was performed for essure removal and on (B)(6) 2016 salpingectomy (bilateral) was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device expulsion ('migration of essure device location of device: uterus'), device dislocation ('migration: yes') and surgical procedure repeated ('repeat/multiple surgeries') in a 31-year-old female patient who had essure (batch no. 948840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery? Repeat/multiple surgeries". The patient's medical history included arnold-chiari malformation, papilledema, migraine, pseudotumor cerebri, graves' disease, hiatal hernia, irritable colon syndrome, cystic fibrosis, ovarian cyst, abdominal discomfort, psoriasis, esophageal reflux, coital bleeding, sexually transmitted disease, vaginal candidiasis, yeast infection, menometrorrhagia, pid pelvic inflammatory disease, graves' disease, cystic fibrosis carrier and endometriosis of uterus. Essure confirmation test on (B)(6) 2012, result: bilateral occlusion. Concomitant products included colesevelam hydrochloride (welchol), levothyroxine, levothyroxine sodium (thyroxine), minerals nos;vitamins nos (prenatal vitamins), omeprazole (protonix), ranitidine hydrochloride (zantac), topiramate (topamax), vitamins nos (multivitamins) and zinc. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), surgical procedure repeated (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and endometriosis ("endometriosis"). The patient was treated with surgery ((B)(6) 2015, (B)(6) 2016 bilateral salpingectomy and (B)(6) 2015,hysteroscopy with removal of impacted foreign body.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, device dislocation, surgical procedure repeated and endometriosis outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain, surgical procedure repeated and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs on (B)(6) 2015 other surgery was performed for essure removal and on (B)(6) 2016 salpingectomy (bilateral) was performed. Current weight 129 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60.7 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion contrast injection demonstrating nonfilling of either fallopian tube. Ultrasound pelvis - on (B)(6) 2014: tubal occlusive devices present right ovarian cyst 2.3 cm. Ultrasound scan vagina - on (B)(6) 2014: tubal occlusive devices present right ovarian cyst 2.3 cm; on (B)(6) 2015: probable small hemorrhagic cyst or involuting follicle within the right ovary. Multiple small follicles in the left ovary. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events "abnormal bleeding (vaginal), migration of essure device location of device: uterus" were added. Outcome of events " abnormal bleeding (vaginal)" was updated as recovered. Medical history, lab data and reporter information were added. Concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device expulsion ('migration of essure device location of device: uterus'), device dislocation ('migration: yes') and surgical procedure repeated ('repeat/multiple surgeries') in a 31-year-old female patient who had essure (batch no. 948840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery? Repeat/multiple surgeries". The patient's medical history included arnold-chiari malformation, papilledema, migraine, pseudotumor cerebri, graves' disease, hiatal hernia, irritable colon syndrome, cystic fibrosis, ovarian cyst, abdominal discomfort, psoriasis, esophageal reflux, post coital bleeding, sexually transmitted disease, vaginal candidiasis, yeast infection, menometrorrhagia, pid pelvic inflammatory disease, graves' disease, cystic fibrosis carrier and endometriosis of uterus. Essure confirmation test on (B)(6) 2012, result: bilateral occlusion. Concomitant products included colesevelam hydrochloride (welchol), levothyroxine, levothyroxine sodium (thyroxine), minerals nos;vitamins nos (prenatal vitamins), omeprazole (protonix), ranitidine hydrochloride (zantac), topiramate (topamax), vitamins nos (multivitamins) and zinc. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), surgical procedure repeated (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and endometriosis ("endometriosis"). The patient was treated with surgery ((B)(6) 2015, (B)(6) 2016 bilateral salpingectomy and (B)(6) 2015,hysteroscopy with removal of impacted foreign body.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, device dislocation, surgical procedure repeated and endometriosis outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain, surgical procedure repeated and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs on (B)(6) 2015 other surgery was performed for essure removal and on (B)(6) 2016 salpingectomy (bilateral) was performed. Current weight 129 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60.7 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion contrast injection demonstrating nonfilling of either fallopian tube. Ultrasound pelvis - on (B)(6) 2014: tubal occlusive devices present right ovarian cyst 2.3 cm. Ultrasound scan vagina - on (B)(6) 2014: tubal occlusive devices present right ovarian cyst 2.3 cm; on (B)(6) 2015: probable small hemorrhagic cyst or involuting follicle within the right ovary. Multiple small follicles in the left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration: yes') and surgical procedure repeated ('repeat/multiple surgeries') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery? Repeat/multiple surgeries". Medical conditions: essure confirmation test on 05-oct-2012, result: bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), endometriosis ("endometriosis") and surgical procedure repeated (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, endometriosis and surgical procedure repeated outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and surgical procedure repeated to be related to essure. The reporter commented: as per pfs on (B)(6) 2015 other surgery was performed for essure removal and on (B)(6) 2016 salpingectomy (bilateral) was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received.injury nos replaced with new event pelvic pain. New events dysmenorrhea, abdominal pain, dyspareunia, menorrhagia, device breakage, device migration, endometriosis were added. Lab data was added. Reporter¿s information was added. Patient¿s demographics were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.